Manufacturer narrative:
Continued from section d2: ptk- tube, gastrointestinal (and accessories) . Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause is abnormal use: the device was used in a patient with an atretic segment greater than 4 cm apart. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use states the following indications for use, "this device is indicated for atretic segments <4cm apart." The instructions for use states the following contraindication, "for atretic segments >4cm apart." The report indicates the gap measured 4.8 cm. Prior to distribution, all flourish pediatric esophagel atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used on a contraindicated patient, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following was reported to the FDA on 13-dec-2019: "the physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: it was reported on 16-nov-2018 that there was failure of the device to achieve anastomosis. On 05-nov-2018, the flourish¿device was placed. At the time of the study procedure, the atretic gap was determined to be greater than 4 cm. The device was placed. The following was noted, ¿removed magnets after a few days, as expected there was no movement on x-ray.¿ operative repair of the esophageal atresia was done on 15-nov-2018. Initial imaging review to confirm the gap measurement was done prior to irb approval. Once the flourish was in place and imaging was done to confirm the placement of the magnets, it was noted the gap was greater than 4 centimeters. The following was determined on 29-nov-2018: the physician had a difficult time placing the distal magnet due to the location of the original stoma and patient anatomy (infant patient). The patient's lower pouch was unusually oriented. On the second day of the magnets being placed, the physician repositioned the magnets and the gap appeared to be 3.2 cm after repositioning. The following was reported on 03-dec-2018: this patient presented with a type c esophageal atresia [esophageal atresia with a trachoesophageal fistula (tef) on the lower segment]. The tef was previously repaired on 27-aug-2018. The initial gap had been previously measured at 4 cm. The method of confirmation was noted as follows, ¿gap study, using clip on distal esophagus, and oe tube [oral-esophageal tube] and contrast in proximal pouch.¿ on 11-oct-2018 fistula ligation was completed and a gap study showed the resulting gap at 3.9 cm. On 05-nov-2018 the patient underwent placement of the flourish device, as previously noted. After placement, the gap measured greater than 4 cm. On 15-nov-2018 the flourish device was removed. Anastomosis was not achieved. To the question, ¿if no anastomosis was achieved, specify the circumstances surrounding failed anastomosis¿, the site provided the following: ¿gap was greater than 4 cm.¿ on (b0(6) 2018 the patient underwent thoracotomy with repair of the esophageal atresia. The patient exited the study on the same day." Additional information was received on 15-jan-2019: the study site indicated that a chest x-ray, done on (B)(6) 2018 (two-days post placement), showed the magnets (gap) measuring 4.8 cm apart. An unintended section of the device did not remain inside the patient¿s body. The patient required surgery to correct the pre-existing atresia, since the anastomosis was not achieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and is reported to be "okay."

Manufacturer narrative:
Ptk- tube, gastrointestinal (and accessories) . Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause is abnormal use. The device was used in a patient with an atretic segment greater than 4 cm apart. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use states the following indications for use, "this device is indicated for atretic segments < 4 cm apart." The instructions for use states the following contraindication, "for atretic segments > 4 cm apart." Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used on a contraindicated patient, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: it was reported on (B)(6) 2018 that there was failure of the device to achieve anastomosis. On (B)(6) 2018, the flourish¿device was placed. At the time of the study procedure, the atretic gap was determined to be greater than 4 cm. The device was placed. The following was noted, ¿removed magnets after a few days, as expected there was no movement on x-ray.¿ operative repair of the esophageal atresia was done on (B)(6) 2018. Initial imaging review to confirm the gap measurement was done prior to irb approval. Once the flourish was in place and imaging was done to confirm the placement of the magnets, it was noted the gap was greater than 4 centimeters. The following was determined on (B)(6) 2018: the physician had a difficult time placing the distal magnet due to the location of the original stoma and patient anatomy (infant patient). The patient's lower pouch was unusually oriented. On the second day of the magnets being placed, the physician repositioned the magnets and the gap appeared to be 3.2 cm after repositioning. The following was reported on (B)(6) 2018: this patient presented with a type c esophageal atresia [esophageal atresia with a tracheoesophageal fistula (tef) on the lower segment]. The tef was previously repaired on (B)(6) 2018. The initial gap had been previously measured at 4 cm. The method of confirmation was noted as follows, ¿gap study, using clip on distal esophagus, and oe tube [oral-esophageal tube] and contrast in proximal pouch.¿ on (B)(6) 2018 fistula ligation was completed and a gap study showed the resulting gap at 3.9 cm. On (B)(6) 2018 the patient underwent placement of the flourish device, as previously noted. After placement, the gap measured greater than 4 cm. On (B)(6) 2018 the flourish device was removed. Anastomosis was not achieved. To the question, ¿if no anastomosis was achieved, specify the circumstances surrounding failed anastomosis¿, the site provided the following: ¿gap was greater than 4 cm.¿ on (B)(6) 2018 the patient underwent thoracotomy with repair of the esophageal atresia. The patient exited the study on the same day. An unintended section of the device did not remain inside the patient¿s body. The patient required surgery to correct the pre-existing atresia, since the anastomosis was not achieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and is reported to be "okay."